Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: display design. Power supply material. Isolation power failure. Fuses fail to break circuit due to excessive mains current leading to fire. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that emitted smell of smoke from inside the boom. The fire department was contacted. Not actual fire was witnessed.

Event description:
It was reported that emitted smell of smoke from inside the boom. The fire department was contacted. Not actual fire was witnessed.